Event description:
Distributor reported the ventilator went vent inop, in which the device stopped providing ventilatory support to the pt, and alarmed while in use. There was no pt harm reported. The distributor reported the vent inop was due to a pressure sensor (transducer) failure on the sensor pcb.